Event description:
Nurse reported in her letter that she was observing a surgery procedure. During surgery, the surgeon appeared to have problems with the distal drilling. The drilling went astray. The surgery was completed with a prolongation of 25 minutes.

Manufacturer narrative:
Na